Manufacturer narrative:
Continuation of d10:product ID 97745. Serial#: (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#:(B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed bent battery contact. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller said the pt's controller was low so they plugged it into the wall power supply and the green light on the controller was not blinking. Pt rep mentioned that the pt let the controller battery go low once before and mentioned it just took longer to recharge the controller fully. Caller said the controller was displaying a low battery message but it was not available during the call. The caller also mentioned that they tried resetting the controller 3 times and that did not resolve their issue. Caller inspected the rtm, and battery compartment; caller said they both looked good. The controller did not power on from ac power (green light on power supply was on) without the li battery in the compartment and also did not power on with aa batteries. Additional information was received. It was reported that they received their replacement controller and attempted to navigate the pairing screens. Pt was able to navigate the date and time screen, but when the pt got to the "plug in the recharger" screen, the pt attempted to connect the recharger antenna, but noticed the controller displayed: "battery empty: recharge the controller soon." Pt attempted to recharge the controller by plugging the controller into the ac power supply, but the green light was not blinking on the controller screen. During the call, the pt inspected the ac power supply plug and controller battery compartment, but no damage was detected. Pt inspected the li battery contacts, but no damage was detected. Pt attempted li battery reset of the controller, but battery reset did not resolve issue. The patient representative had difficulty removing battery pack from the controller during the call.